Manufacturer narrative:
Additional manufacturer narrative: b3 - date of event was not provided, estimated date entered.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was no longer inflating beginning in (B)(6) 2024. It was found that there was fluid loss from the system. The ipp device was explanted, and a new ipp device was implanted. There were no patient complications reported.